Manufacturer narrative:
G3, h2, h3, and h6: the real intelligence cori, pn: rob10024, sn: (B)(6) used for treatment was not returned to the designated complaint unit for evaluation, and the log files required to confirm the internal error were not provided. Therefore, visual and functional inspections and log/case file assessments could not be performed. The reported problem could not be confirmed. Based on the reported description, a known software error could be the possible cause for the "internal error" generated shortly after the "robotic drill cable disconnected" error during the bone removal stage. See bug 1789 for the robotic drill cable disconnected error. An "internal error" message may be displayed to the user shortly after a "robotic drill cable disconnected" error. The user sees an "internal error" message on the screen, but the screenshot itself is not saved. This internal error is a result of an intraop crash due to either of the following: 1. The user leaves the bone removal state and tries to reenter handpiece connection by clicking "continue" in the robotic drill cable disconnected error dialogue box when the handpiece is still in a disconnected state. Conducted by software engineering, debugging of this error found that a pfs workpiece is deleted in the intraop when exiting bone removal after a handpiece disconnection. In an attempt to update the workpiece with the drill disconnect error information, the intraop crashes because the workpiece was deleted and no longer works. 2. The transition from disconnected to connected state of the handpiece is too slow and is not yet considered to be "identified" by the tcu, but the tool parameters of the handpiece are being queried. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports, this issue will continue to be monitored. Although the reported problem could not be confirmed, the most likely cause of the internal error is a known software bug that has been corrected and released in cori-v1.4.3 software. If the system log or case log associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
H3, h6: the real intelligence cori, pn: rob10024, (B)(6) used for treatment was returned to the designated complaint unit for evaluation. A relationship between the reported event and the device was not confirmed. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was not confirmed. A case was run and the internal error did not appear at any point during testing. Based on the reported description, a known software error could be the possible cause for the "internal error" generated shortly after the "robotic drill cable disconnected" error during the bone removal stage. See bug 1789 for the robotic drill cable disconnected error. An "internal error" message may be displayed to the user shortly after a "robotic drill cable disconnected" error. The user sees an "internal error" message on the screen, but the screenshot itself is not saved. This internal error is a result of an intraop crash due to either of the following: 1. The user leaves the bone removal state and tries to reenter handpiece connection by clicking "continue" in the robotic drill cable disconnected error dialogue box when the handpiece is still in a disconnected state. Conducted by software engineering, debugging of this error found that a pfs workpiece is deleted in the intraop when exiting bone removal after a handpiece disconnection. In an attempt to update the workpiece with the drill disconnect error information, the intraop crashes because the workpiece was deleted and no longer works. 2. The transition from disconnected to connected state of the handpiece is too slow and is not yet considered to be "identified" by the tcu, but the tool parameters of the handpiece are being queried. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports, this issue will continue to be monitored. A CAPA, hhe/pra, field action review was completed. A review of prior escalation actions found related actions that are applicable to the scope of the reported complaint. The result of the review identified that the CAPA is still in the investigation phase. In addition, the CAPA owner has been notified. Although the reported problem could not be confirmed, the most likely cause of the internal error is a known software bug that has been corrected and released in cori-v1.4.3 software.

Manufacturer narrative:
Additional information: h6.

Event description:
It was reported that while milling during a cori tka procedure, the robotic drill cable disconnected and the error message popped on the screen ((B)(4)). They re-started as suggested, which seemed to fix the issue, but it added 3 minutes to the theatre time each time, and created lots of tension and pressure due to the frequency. After the third robotic drill cable disconnected, internal error screen appeared ((B)(4)). Also, screen was flickering on and off; therefore, they removed the tablet ((B)(4)) which seemed to stabilize the signal to the main monitor. The procedure was completed with a delay fewer than 30 minutes. No patient injury was reported. No other complications were reported.